Manufacturer narrative:
Follow-up # 1 date of submission 9/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/31/2016 with the following findings: a review of the pump¿s black box data showed unexplained pump reboots. During a visual inspection of the pump, it was observed that the battery compartment was cracked. There was also corrosion observed inside the battery compartment. A leak test was performed and failed due to the battery compartment leak. The pump was opened and there was no moisture found. There was no evidence of physical damage on the battery cap and it could attach securely to the pump. The returned battery cap¿s height and width were within specification. The pump was exercised for 24 hours with no loss of power occurring therefore the initial complaint about a power issue could not be duplicated during this investigation. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power, there was a crack on the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.